Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of the patient's smart device failing to provide an audio alert was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient's smart device failed to provide an audio alert. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.